Manufacturer narrative:
The insulin pump alarmed during the self test due to faulty electrical component on the radio frequency board board. The insulin pump was received with cracked reservoir tube lip, minor scratched liquid crystal display window and scratched reservoir tube window.

Event description:
It was reported the insulin pump alarmed rf pic failed self test. Customer's blood glucose was 164 mg/dl. A no delivery alarm was also noted in the device and was due to customer not having insulin. Customer stated the self test alarm did not occur during rewind or prime sequence. Customer performed a bolus in the air and amount did record in bolus history. A temp basal was not programmed before the alarm occurred. Alarm was noted 14 times in the alarm history. Self test was performed and device passed. No further info reported.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.